Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received that this smiths medical cadd solis vip pump exhibited cassette not attached alarm. It was reported that the pump downstream occlusion sensor created a bottom on the bottom. No patient involvement reported.

Event description:
Investigation results completed and summarlized in h -10.

Manufacturer narrative:
Investigation completed on a smiths medical ambulatory infusion pumps/cadd solis vip pumps - 2120. The devices overall condition was in good condition. The complaint of downstream sensor creating bubble on the bottom was confirmed during testing. The event log did not reveal complaint. Down stream sensor was replaced . Device passed all delivery testing.